Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the distal segment of the medtronic stent pushwire of the medtronic stent ¿was folded.¿ it appeared to be broken. The stent did not detach from the pushwire. The pushwire was not torqued and there was no resistance encountered. It was unknown if there were any broken segments in the patient. The reported device and ancillary devices were prepared as indicated in the instructions for use (IFU). Ancillary devices: rebar 18 microcatheter, vt036.

Manufacturer narrative:
Device available, return date - device evaluation analysis found the solitaire fr revascularization device pushwire was found bent. The solitaire fr stent finger markers were aligned within the introducer sheath. The solitaire fr revascularization device was pushed out from within the introducer sheath without issue. No bends or kinks were found with the solitaire fr marker coil. The solitaire fr stent proximal marker glue domes were found damaged. The solitaire fr stent non-working (tear drop) and working length struts were found in good condition. No breaks or separations were found with the solitaire fr revascularization device. The solitaire fr revascularization device was re-sheathed without issue. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ could not be confirmed as no breaks or separations were found with the solitaire fr revascularization device. The solitaire fr stent proximal marker glue domes were found damaged and the pushwire was found bent. The cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.